Event description:
It was reported that pt had a solar humeral stem and head implanted, surgeon decided to implant a glenoid today. We removed the humeral head, implanted a solar #5 glenoid, and implanted a new solar 40x15 humeral head.

Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.